Event description:
A malfunction was reported on the pump with a malfunction code of malf 3, and no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.